Manufacturer narrative:
H4: the lot manufactured between february 13, 2024 and february 15, 2024. The device was received for evaluation with fluid in the bladder. A visual inspection was performed and showed no evidence of leak from the sample or around the port of the non-baxter huber needle. A functional leak test was performed by adding green color water. After fill, the device was monitored until the next day; no evidence of leak was observed. The reported condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The issue was further described as, when the fixed dressing agent was peeled off, the area around the port where the non-baxter huber needle is stabbed was wet. It was suspected that this could be due to leakage or sweat. There was no report of patient injury or medical intervention associated with this event. No additional information is available.